Event description:
The customer reported that during a procedure, the forcefx8c generator was connected to an olympus adapter when the adapter cable caught fire. There were no injuries as a result of this incident.

Manufacturer narrative:
Covidien reference # : (B)(4). Date of initial report : (B)(6) 2015. One used force fx-8c generator was returned for evaluation. The generator passed performance and safety testing. The investigation found no conditions that would have caused or contributed to the reported condition. The investigation found that the unit functions normally and within specification.